Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 26.7 mmol/l (480.6 mg/dl) while wearing the pod between 4 and 24 hours. The patient was treated with insulin via intravenous therapy and received an injection as treatment. The patient was discharged after 7 hours.